Event description:
It was reported the patient started to have ¿some of the symptoms¿ about 2-3 weeks prior. It was stated that it was starting to hurt again. The patient¿s symptoms were not ¿too severe¿ yet, but they wanted to have stimulation increased to prevent the symptoms from getting worse. It was also noted the patient started to have some colon issues. When the patient was first implanted, stimulation was at 0.1v every 5 seconds. A couple weeks later it was increased to pulsate every 4 seconds. It was further reported that the implantable neurostimulator (ins) had normal battery depletion and it was replaced. There was no patient death and the patient recovered with sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the ins (nhv109266h) found that the ins battery was at normal end of life and there was no telemetry and no output.